Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) of 325 mg/dl, remaining out of range for over 90 minutes. The user noted that they were sick and unable to determine if any symptoms were related to bg., they performed a site change with no issues observed at the site. Bg subsequently decreased to 205 mg/dl and was stabilizing. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.